Event description:
Report 1 of 3. The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, the pt was admitted to the emergency room (ER) of the user facility conscious, responsive to commands, with chest pain and shortness of breath. After an unspecified length of time, the pt was sedated, intubated, and was taken to the catheterization lab or an angiogram. The customer contact reported that during preparation for a balloon and stent placement, the pt's blood pressure decreased to an unspecified level. The physician ordered the pt to receive levophed 4mg/250ml. The customer contact indicated that the nurse primed the tubing set and loaded the cassette of the tubing set into channel 1 of the device. It was reported that after the device was powered on, channel 1 alarmed with n251 (valve/cassette test failure) and channel 1 could not be programmed. The customer contact reported that the tubing set was removed from channel 1 and loaded into channels 2 and 3; however, channel 2 and channel 3 also alarmed with n251. A replacement device was obtained. Further info can be found in report 2 of 3 (MFR report #9615050-2013-00294).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.